Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sores that appear as abrasions underneath the device. The patients nurse used foam pads and antibiotic ointment for the irritation. There was no alleged device malfunction contributing to the irritation. Follow up indicated the irritation improved.